Event description:
It was reported that the pump had red screen and unknown error code. Per reporter, the event occurred during testing and there was no physical damage. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed there is corrosion by the downstream occlusion (dso) sensor. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found system fault error 41786 occurred 0 0 0 4. Functional testing was able to duplicate the customer's reported problem. The error code appears but not the red screen. The investigation determined that the unit input (ui) of the mpu board never came to reset and is the most probable cause of the issue. The investigation team reinstalled the software applications into the device to correct the issue. The dso sensor was also replaced.